Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6). H3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Raw log files were not available for analysis. Review of the available autologs report revealed several intermittent decreases in power consumption and estimated flows during the analyzed period and fourteen (14) low flow alarms logged since 19/aug/2024. In addition, one (1) vad disconnect alarm was logged on 29/aug/2024 at 21:29:02. The autologs report additionally revealed one (1) controller fault alarm, indicating an issue with the internal battery, was logged on 29/aug/2024 at 20:02:01. Of note, based on information provided on the autologs report, the controller had been in use for more than two (2) years. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on the available information, a possible root cause of the observed vad disconnect alarm can be attributed to the physical disconnection of the driveline from the controller during the reported controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited low flow alarms and the controller exhibited a controller fault alarm due to internal battery end of life. The vad remains in use and the controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #:  1420 / catalog #:  1420 / expiration date: 30-jun-2021 / serial or lot#:  (B)(6), d9: no h3: no. H4: mfg date: 12-jun-2020 h5: no.  H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.